Event description:
Placement of vena cava filter attempted via left common femoral vein. The filter apparently lacerated the sheath during advancement in the vein, allowing the filter to partially deploy. Filter subsequently lacerated iliac vein, causing bleeding. Sheath was removed, but filter remains "maldeployed" in patient. Subsequently, another filter was placed via the right jugular vein without problems. Manufacturer's copy of registration card sent, but with incorrect lot no, information. Hospital copy of registration has been lostinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: use of all similar devices stopped temporarily. The device was not destroyed/disposed of.